Manufacturer narrative:
(B)(4). The incident information was reviewed; however, there was no reported device malfunction. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effect of death is listed in the xience xpedition, eluting coronary stent systems instructions for use, as a known patient effect. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the mildly tortuous, moderately calcified, 80% stenosed, distal, left anterior descending (lad) coronary artery with a 3.50 x 18 mm xience xpedition stent delivery system (sds). Following pre-dilatation with a non-abbott balloon dilatation catheter (bdc) inflated to 10 atmospheres (atm), the sds was advanced to the legion and the stent implant was successfully deployed. The stent implant was post-dilatated with a non-abbott bdc inflated to 20 atm. Good timi iii flow was achieved. The patient was transferred to the critical care unit. The patient developed a ventricular rupture due to reperfusion and died. Per the physician, the death of the patient was not related to the device. No additional information provided.